Event description:
It was reported, that the rotalink plus became stuck on the rotawire. The 90% stenosed, target lesion was mildly tortuous. And severely calcified left anterior descending (lad) artery. A 1.25mm rotapro and rotawire were selected for a percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire. Two ablation runs were completed with speeds 180,000rpm. After second ablation, the rotation speed failed to reach the target speed and the rotation speed was 0 rpm. Then, the system was stalled and the burr became stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with another device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscope inspection of the returned product revealed, that the rotawire had multiple kinks. During functional test, the rotawire was able to be passed through the related rotapro device with resistance, due to multiple severe kinks in the wire. Dimensional inspection of the overall length, the outer diameter (od) of the distal tip, the middle of the device and the proximal section were within specification. Inspection of the remainder of the device presented. No other damage or irregularities.

Event description:
It was reported that the rotalink plus became stuck on the rotawire. The 90% stenosed target lesion was mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotapro and rotawire were selected for a percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire. Two ablation runs were completed with speeds 180,000rpm. After second ablation, the rotation speed failed to reach the target speed and the rotation speed was 0 rpm. Then, the system was stalled and the burr became stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with another device. There were no patient complications.